Manufacturer narrative:
(B)(4). The reported field event of a set screw anomaly was not confirmed in the laboratory. Visual inspection identified a small hole in the center of the septum. The connector block was found to function normally.

Event description:
It was reported when the patient presented to the hospital for left ventricular lead repositioning, the right ventricular set screw on the device header was found to be stripped. The device was explanted and replaced. No further information is available.